Event description:
Subsequent to the previously filed report, additional information was received indicating the occlusion was due to thrombus. The study stent was patent, with no thrombus in study stent. In the physician's opinion, the occlusion, due to thrombus, was not related to the study stent. Although the occlusion and thrombus are not related to the implanted study stent, this event has been reported; therefore, it will remain reportable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information provided a failure mode was not reported. Additionally, there were no reported adverse patient effects. There is no indication of a product quality issue with respect to manufacture, design or labeling.b2 - outcomes attributed to ae updated to "na". G2 - report source updated to include "study". H6 - health effect - clinical code 2422 was removed. H6 - health effect - impact code 4641 and 4607 were removed. H6 - medical device problem code 2993 was removed.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023 the 6.0x60 mm absolute pro stent was implanted in the proximal left superficial femoral artery (sfa). On (B)(6) /2023 the patient was found to have an early occlusion of the sfa requiring hospitalization. The sfa was revascularized with a graft and the condition resolved. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.